Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jan2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported to change the connection to the v60s oxygen inlet. No patient/user harm reported.

Manufacturer narrative:
Report date: 12feb2019. Date received by manufacturer: 11feb2019. Philips technical support confirmed the ventilator is working fine, the problems was that the distributor didn´t provide the correct gas inlet hose. Philips technical support confirmed customer has now received the correct gas inlet hose from sales distributor to resolve this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.